Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The insulin pump had vertical lines customer can saw the words and had gotten worse and one red line one blue and yellow line the further to the left there was bunch of them together last night customer had crack on the back going around the reservoir sit inside up and went down a little bit customer read the words customer thinks eventually they won't be able to saw the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.